Event description:
A customer reported that the system shut down on its own; lost power during a procedure. The system was rebooted and the case was completed without harm to the pt.

Manufacturer narrative:
The facility did not requested service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).